Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The small grasping retractor part# 470318-10/ lot/serial# (B)(4) was last used on 29 apr 2022 on system sk0239 with 0 use remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting of a da vinci-assisted, the small grasping retractor instrument was found to have loose cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.